Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2012. It was found that the patient had a generator replacement on (B)(6) 2013. Diagnostics on the new generator performed that day indicate the device was within normal limits. As no lead replacement was performed on this date, it is likely that the high impedance was related to the generator. Attempts are being made for additional information; however, no additional information has been found.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.